Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 2 months after the dental implant was installed in intraoral region #12 it was verified its non- osseointegration. A 20 ncm of primary stability was achieved and immediate load was not executed. The patient presented insufficient bone quality/quantity (bone type iii) and bone graft was executed. Fenestration has occurred during surgery.